Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the extract transform load process was delayed and report data was not current. A technical support specialist dialed into pyxis server to begin troubleshooting and identified that the extract transform load process had stopped and did not resume when restarted and checked the size of each table within the database server reports database and determined that one table was significantly larger than expected. The technical support specialist performed a database shrink operation to reduce the size and then restarted all essential services and confirmed that the extract transform load process ran successfully afterward without any further failures and noted that the system no longer displayed delayed process alerts and the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the extract transform load process was delayed, and report data was not current. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.